Event description:
It was reported that the patient presented with an atrial lead that was dislodged and exhibiting undersensing and failure to capture. The atrial lead was explanted and new atrial lead was implanted. The patient was in stable condition.